Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a crack on the battery compartment. Customer's blood glucose was 140 mg/dl. Button error alarm was found in the alarm history. Customer will not be returning the device for analysis.